Event description:
Technician alleged that bed had hi/low drift.

Manufacturer narrative:
Technician cleaned and degreased hi/low brake to resolve this issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.